Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, past similar case and the cautions described in the instruction manual, omsc presumed that the reprocess after the previous procedure was inappropriate, consequently the air/water nozzle was clogged with foreign matter such as residue of body fluid/chemical solution. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by insufficient cleaning. There was the possibility that insufficient or the incorrect reprocessing subject device had been used for next procedure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus (B)(4), it was found that the nozzle had been clogged with foreign material. Due to clogging of the nozzle, the water removal ability did not meet the standard value. There was no report of patient injury associated with the event.